Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) could not be interrogated via inductive telemetry. The patient was asymptomatic. No changes were made, but the pm is awaiting explant. There were no consequences to the patient.